Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). Note: first revision where durom was exchanged to biolox head captured in (B)(4) poly liner revision captured in (B)(4) case: (B)(4).

Event description:
A patient is pursuing a product liability claim. It was reported that the patient was implanted a biolox option, head, m, 36/0, taper 12/14 on (B)(6) 2017 and the patient underwent revision surgery on (B)(6) 2017 due to infection. It was also reported that the implant was sterilized and re-implanted on the same day.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: infection no similar investigated event within 6 months for item number 00-8777-036-02 has been found. No similar investigated event (for current complaint) for the lot number 2724139 has been found. Event summary: it is reported that a patient underwent a revision surgery 24 days post implantation due to possible infection. The patient was primarly implanted with a durom-ldh combination and revised (B)(4). The case at hand is a split case for zimmer inc., warsaw see (B)(4). Review of received data surgical report, dated (B)(6) 2017 (this report treats also the revision surgery for case (B)(4). (Durom case). Preoperative diagnosis: failure of total hip arthroplasty on the left. Postoperative diagnosis: same. Indication: a metal-om-metal hip arthroplasty performed with metasul hip arthroplasty about 8 years ago. In the last 2 years, it has clinically. Failed with a lot of pain, pressure and disability. He had evidence of possible cystic formation around the acetabular component. Operative description: we aspirated the hip and obtained 60 ml of yellow purulent-appearing material, but upon analysis at the lap, no pmns, no organism and low white count at 1000. Whole gram stains were negative from inside the hip as well, so we proceeded with revision. Capsule was partially excised, a large amount of grey-yellow material as well...femoral component was found to be tight. Note: the stem was left in situ; new cup secured with screws, liner and head were implanted. Surgical report, dated (B)(6) 2017. Preoperative diagnosis: possible infection left hip. Postoperative diagnosis: same. Indications: a 64-year-old male is re-admitted because of cultures taken at the time of his revision. One culture did show positive result for staph and a yeast infection that would have pre-existed the surgery, so more clearly, these were cultures obtained as a routine at the time of his surgery, they indicate a possible preoperative infection, so not from his surgery 3 weeks ago, he elected to undergo this (note: revision surgery) and obtaining definitive culture. Description of procedure: the previous skin incision was elliptically excised; then, we opened the fascia and aspirated fluid from within hip itself. Indicators on the gram stains were negative for any sign of infection and indications on the cell count were negative for any sign of infection. Separate samples were taken from around the acetabulum and the posterior aspect of the prosthesis stem. We thoroughly debrided the tissue and the removed the femoral head and the liner with no trauma to either. The parts were re-sterilized in bactisure and thorough scrubbing and irrigation was done at the exposed netal parts with negative lab work and definitve cultures taken. The parts were reassembled. The hip was re-located. Devices analysis. No product was returned to zimmer biomet for in-depth analysis. Review of product documentation. The compatibility check was performed from www.productcompatibility.zimmer.com and showed that the product combination was approved by zimmer biomet. Root cause analysis root cause determination using sap rmw(B)(4), rev 0: - non-sterile device is implanted due to sterilization process failure not possible -> gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. - non-sterile device is implanted due to contaminated device due to packaging failure not possible -> a systematic issue with design would have been detected as part of the issue evaluation assessment defined in complaint investigation wt-wi 295785 or in the current pms process cp12100 post market surveillance. - non-sterile device is implanted due to surgeon resterilizes head and/or adapter not possible -> according to the information received it is not likely that the device was reused. There is nothing mentioned in the implant report. - non-sterile device is implanted, cross contamination due to explanted ceramic head and/or adapter is reused with the same or new femoral stem not possible -> according to the information received it is not likely that the device was reused. There is nothing mentioned in the implant report. - non-sterile device is implanted due to packaging is damaged due to inadequate handling during transportation, storage => possible, the IFU states: implants must be stored unopened in their original packaging. Before sterile implants are removed from their packaging, the protective packaging must be examined for possible damage to the sterile barrier. If an expiration date for sterility of the product is indicated, this must be observed. If the sterile barrier system is damaged or the sterility expiration date has been reached, the implants must not be used. However, the handling and storage of the component is outside of zimmer biomet control. Therefore, this cause cannot be excluded. - non-sterile device is implanted, cross contamination due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant (e.g. Use of expired product, resterilization of head and/or adapter) not possible -> a systematic issue with information on packaging label would have been detected as part of the issue evaluation assessment. Conclusion summary a patient underwent a surgical intervention about 3 weeks after a revision surgery of a durom cup, because one culture taken in this surgery did show a positive result. Due to this possible infection a debridement and irrigation was performed. The grown positive culture, was taken at implantation surgery indicating a possible preoperative infection. It is highly unlikely the device from case at hand is a possible cause for the infection. The gamma sterilization specification of the device certifies the suitability of sterilization. The irradiation certificate of the affected lot has been reviewed and was found to be according to specification. Therefore, it can be excluded that an unsterile device caused the infection. Moreover, no trend on infection has been observed for this product family. Therefore, it is highly unlikely that a disadvantageous product design favored or contributed to the infection. However, the IFU for endoprosthesis d011500200 states that ¿early or late infections¿ are ¿possible consequences of an implant¿ and should be considered when implanting zimmer biomet devices. Nevertheless, possible causes of infection include wrong handling of device due to wrong information, wrong resterilization procedures for sterile delivered parts or packaging failure during transportation. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the reported possible infection. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).